Event description:
Additional information received from the patient reported that the issues were not resolved. The device was removed by the doctor. The patient was currently receiving epidurals and physical therapy for the pain and taking myrbetriq for the overactive bladder.

Manufacturer narrative:
(B)(4).

Event description:
The patient reported she had severe left hip pain in (B)(6) 2014 and she needed an MRI. She tried turning the device off for a month to see if the pain would resolve but it did not. The patient also reported she had overactive bladder symptoms return due to a lead wire being loose. The patient was told about the lead issue (B)(6) 2015. She was taking oral myrbetriq and her device was still on but it was not working to relieve her overactive bladder symptoms. The patient's healthcare provider (hcp) told her the lead needed to be repaired or the device could be removed and she was going to tell him she wanted it removed so she could get the MRI of her hip. Indication for use was reported as urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. Follow up is being conducted to determine if the event has resolved. If additional information is received, a follow-up report will be sent.